Event description:
On (B)(6) 2019, a reporter for the patient (the patient's son) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the subject meter was reading inaccurately around 5pm on (B)(6) 2019, when the patient obtained an alleged inaccurately high blood glucose result of "78 mg/dl". The reporter did not know the name(s) of the medication the patient takes to manage her diabetes but thought it might be "glypto 2.5 mg". The reporter indicated that after obtaining the reading, he gave the patient "orange juice". He reported that 5-10 minutes later, the patient "collapsed". He stated that 911 was contacted around 6pm on (B)(6) 2019, and a blood glucose result of "37 mg/dl" was obtained on the emergency medical service meter (which the reporter compared to the reading on the subject meter about an hour earlier). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient received treatment of a glucagon injection from the paramedics. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurately high result on the subject meter.